Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported ¿burn¿ and ¿pain¿. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis ( creases and an opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿burn¿ and ¿pain¿. This record is for the left side. Device was explanted and replaced with a non-abbvie device.